Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Based on the partial lot 04c16 provided for which the device history record resides at (B)(6) facility, the nuevo laredo lot numbers for component tfx-001411 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint. Customer complaint cannot be confirmed, based only on the information provided, however this reported complaint is a known issue and a CAPA is open to perform a further investigation this issue (this CAPA is owned by (B)(6)). All production from (B)(6) 2016 forward is with the updated tfx-001743 snap adaptor component. If defective sample becomes available at a later date this complaint will be re-opened.

Event description:
Customer complaint alleges it is difficult to "fix the connector to the wall debimeter". The alleged defect was detected prior to use. There was no report of patient involvement. No report of delay in treatment.